Event description:
It was reported that the pump was not responding when the buttons were pressed. The patient indicated that the pump has been exposed to bath water.

Event description:
Caller reported 293 mg/dl on the aviva system and 77 mg/dl on compact plus system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).